Event description:
It was reported that the patient had an infection at the ipg pocket site. The patient underwent an explant procedure and was prescribed antibiotics. All device components were removed. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was returned to bsn.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg pocket site. The patient underwent an explant procedure and was prescribed antibiotics. All device components were removed. No further information could be obtained despite good faith efforts.